Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with a type ia endoleak. However, the exact date of event is unknown. The physician elected to treat the patient by explanting the afx devices on (B)(6) 2019. The patient was reportedly stable when leaving the operating room. As of date, there have been no additional patient sequelae reported. Additional information received per clinical assessment confirming that stent buckling and sac growth also occurred at the time of the reported event per 14-month CT (computed tomography) san.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type ia endoleak. There was unsubstantial evidence to support the reported open repair due to lack of relevant medical records and imaging. The clinical assessment determined that there was also evidence to reasonably suggest sac growth of 21mm and stent buckling occurred that were not included in the event as reported. The event is most likely user-related due to the following contributing factors: the 72° infrarenal neck was off-label (IFU requires less than or equal to 60°), and the stent buckling was probably related to the off-label infrarenal angulation. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Endologix received one bifurcated device (bea25-110/i16-30) and one suprarenal aortic extension (a34-34/c100-o20 v) for evaluation, packaged in an explant kit with blood and tissue residue present. The suprarenal extension and the bifurcated device have been returned as one unit, as separation of the grafts would cause unnecessary damage to the device. The bifurcated stent graft is in overall good condition. The graft material of the main body and the bifurcation are free of defect. The sutures at the bifurcation are intact with no separation of the limbs from the main body. The sutures at the proximal and distal ends of the implant are intact. The stent cage shows no evidence of strut fracture or deformity. The flow lumen is clear. The suprararenal stent graft is in overall good condition. The graft material appears to be free of holes or defect. The sutures at the proximal edge are intact. The sutures at the proximal end of the graft are not visible. The stent cage shows no evidence of strut fracture or deformity. The flow lumen is clear. Correction: g1-2 contact office, g4, h6; h6 patient code ¿ remove 1924 h6 device code ¿ remove 3190 h6 method code ¿ remove 4114 h6 result code ¿ remove 3233 h6 conclusion code ¿ remove 11.

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with a type ia endoleak. However, the exact date of event is unknown. The physician elected to treat the patient by explanting the afx devices on (B)(6) 2019. The patient was reportedly stable when leaving the operating room. As of date, there have been no additional patient sequelae reported.